Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Painful - lip [lip pain]. Metal bit caught lip [lip injury]. No matter what head I use it comes off in mouth - oral-b [device breakage] . Case narrative: female consumer via e-mail stated that no matter what oral-b toothbrush head she used, it came off in her mouth when she was brushing, which was quite painful, as the metal bit caught her lip when she was brushing last night. No serious injury was reported.